Event description:
It was reported that the patient presented in clinic for a follow up. Device interrogation revealed high capture, loss of pacing on the right ventricular (rv) lead. No changes or interventions were performed. The patient was in stable condition.

Manufacturer narrative:
Additional: b1, b2, b5, d6b, g3, h1, h2, h6.

Event description:
New information notes that the physician elected to explant and not replace the right ventricle (rv). The patient condition was unknown.

Manufacturer narrative:
Additional information: h6.

Manufacturer narrative:
The reported events capturing problem and pacing problem were confirmed. As received a partial lead was returned in two pieces. Final analysis found that the insulation was abraded at 4.5 cm from the connector pin. The cause of the reported event was isolated to the breached insulation consistent with degradation.